Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) didn¿t implant all the way through the incision. The surgeon removed the lens from sub-incisional and the technician reloaded it into a new cartridge and inserter. Customer is unsure if the scratch was on the lens prior to surgery or if it happened when manipulating the lens out of the eye and into a new cartridge. Customer opened a new iol jnj model diu300 and the lens was inserted as planned. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 22, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The complaint device presented with the cartridge tip split and the plunger rod bent in a way that could have occurred during shipping. The cartridge presented with viscoelastic residue dispersed through the length of the cartridge. The lens module was inspected and no damage or viscoelastic residue was identified. The device assembly was inspected and no issues were identified. The plunger rod was inspected and advanced with no issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.